Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise with oversensing that led to pacing inhibition greater than two seconds. This device was explanted for normal battery depletion (nbd). The lead remains in service. No adverse patient effects were reported.